Event description:
It was reported by customer that, "for the past several months huber needles with y-sites have had leakage issues. Issues with leaking have been reported by staff caring for patients postoperatively whose newly placed ports were accessed with the y-site huber needles contained in the powerport kits." A specific number of affected devices or patients was not provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.